Event description:
It was reported that, "trial stem and extender were screwed together and then placed into femoral canal through distal hole. Upon trying to remove the two parts from the femoral canal, the parts became stuck in the canal. A slap hammer was used to remove the parts. At the end of the case the parts were being disassembled, it was noticed the two parts mentioned above would not disassemble. The two parts are stuck together."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The metal stem trial 18mm x 150mm triathlon revision instrument cat # 5566-t-018a, lot# sc3n46 was also listed in this report. It cannot be determined which, if any, of these advices may have caused or contributed to the reported event.